Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, off no power test, error test, displacement test, rewind, basic occlusion test and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor.. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. No motor error alarm noted. Scratched lcd window and cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported being hospitalized for high bgs. Customer stated that he was dizzy and vomiting. High bg t/s per dop. Customer's bg is 600+ mg/dl. Pump will be replaced. Nothing further reported.